Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. The deflections ceased when the physician pulled the device out of the pocket and when pocket was flushed, the noise stared again. Boston scientific technical services (ts) discussed possible air bubbles was emitting through the seal plugs and explained how it occurred. The cause was not determined; however, the issue was resolved the next day. It was assumed that cause was due to air trapped in the header. The device remains in service. No adverse patient effects were reported.